Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customers to replace the probe, calibrate the pipettor and meia optics, decontaminate the mup and recalibrate. All the troubleshooting steps were completed without resolution. The cta sent the customer replacement reagent and calibrators. Upon receipt of the new reagent and calibrator, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.